Event description:
It was reported the single use mechanical lithotriptor's ratchet spun freely even after turning it on. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure and was completed with a competitor device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.